Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was battery acid and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: on examination, the pump was confirmed to have moisture in the battery compartment. The battery compartment was noted to be cracked with moisture entering the pump at the site of the crack